Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pump and catheter replacement on (B)(6) 2011 and became unresponsive "sometime after surgery". The pump dose post implant remained the same, morphine 50mg/ml at 18.5mg/day. On the following afternoon, the dose was reduced to 6 mg/day, and on (B)(6) 2011 the dose was reduced to minimum rate. The patient was receiving narcan, and at the time of the report, the patient's status remains unchanged. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: per hcp, it was believed the patient experienced an overdose. There was a kink in the catheter; the catheter was replaced. It was believed that the patient wasn't getting all the medication when the catheter was kinked; when the catheter was replaced, the patient received too much medication. The patient was admitted to the ICU and was on a narcan drip. The dose was reduced. Per hcp, "it took a few days for patient to come out of the unresponsive state". Per hcp, the patient was seen on (B)(6). The patient reported a hearing loss. The plan was for the patient to follow up with ent to check audiology. It was reported that the patient experienced pain; they were slowly increasing the dose. The patient was doing fine. The drug in the pump included bupivacaine.

Manufacturer narrative:
Catheter model# 8709, lot # j12524r06, implanted: (B)(6) 2005, explanted: unknown.